Event description:
Upon insertion of exalt scope, abnormal area of bleeding and mucosa noted. Procedure stopped, scoped removed, thoracic surgeon notified. Pt was then intubated. Thoracic surgeon inserted endoscope. Duo tube placed into duodenum. Ng tube placed into esophageal tract. Pt transported to pacu via stretcher with anesthesia. FDA safety report ID# (B)(4).